Event description:
A valiant captivia stent graft system was implanted for the endovascular treatment of a 5.9 cm diameter thoracic aortic aneurysm in zone 3. It was reported that the physician attempted to implant the stent grafts. The plan was to implant two devices, proximal and distal to the aneurysm, the short sealing length of the proximal side stent graft resulted in a type ia endoleak. An additional stent graft was implanted which resolved the endoleak. Post-operatively, the patient complained of discomfort in the legs, and suffered incomplete paraparesis. After 6 days, the left leg improved and was able to move. No additional clinical sequelae were reported and the patient is currently receiving treatment and being monitored in the hospital. The physician commented that in this case, aneurysm had long length which had a possibility of occlusion of adamkiewicz artery. Then it had been explained to the patient in advance, spinal drainage had been given to keep the level of 100 for blood pressure. Per physician, it was expected result and valiant would have no relationship as to the cause of this case.

Manufacturer narrative:
(B)(4).